Event description:
Pt has silicone gel filled implants, now 3 1/2 years and they believe they are making them ill. In the past 2 years pt has had many problems occur. Headaches, body aches, joint pain, short term memory loss, vision problems - especially at night - dry mouth, vagina & eyes, constipation, frequent urinating, severe fatigue, always exhausted, weight gain, swollen face, feet & knee pain, allergies, numbness in arms, chest pains, attention deficit, difficulty concentrating or calculating, muscle weakness, dizziness, slurring words, insomina, light sensitivity, decreased libido, anxiety, depression, night sweats, hair loss, abdominal pain, food issues, skin problems and pt can't remember what else.